Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the customer comments that the external pulse generator (epg) had broken atrial and ventricular connectors. Analysis also note that the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connectors. The epg was returned for service. There was no patient involvement.